Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient was hospitalized due to a new onset of back pain. The caller did not know if the symptom was related to the device or therapy. No further complications were reported. Follow-up was conducted.